Manufacturer narrative:
Philips received a complaint regarding an incisive CT system, indicating that the longitudinal toothed bar was incorrectly installed upon delivery. The issue was identified by the field service engineer (fse) during system installation and was immediately corrected on-site, with no death or serious injury reported. Per design, the patient table is equipped with front and rear brakes to prevent any unexpected movement when powered off, and the service manual provides detailed instructions for failsafe use and status inspections; even in a worst-case scenario, the fse would be positioned beside ,not under the patient table. A technical investigation has been completed, revealing that the supplier had incorrectly installed the failsafe installation rail, which can be fitted in either direction and lacks a poka-yoke mechanism or other orientation safeguard; furthermore, the supplier's work instruction (wi) does not specify instructions or verification steps for correct orientation. Based on the supplier's extended investigation, it has been confirmed that no other install bases (ib) are affected. The supplier has implemented a requirement to verify the assembly orientation of the failsafe installation rail and introduced a checklist for orientation verification during final inspection, effective march 2026. The investigation concludes that all necessary corrective and preventive actions have been initiated.

Event description:
This complaint has been evaluated based on the information provided; it was reported that the longitudinal toothed bar(fail-safe device) was noted to be incorrectly installed upon arrival. There is no allegation of death or serious injury. However, it is uncertain whether this event is likely to recur and cause a serious injury during service. Therefore, based on the available information, this issue has been initially determined to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. Upon completion, we will submit a follow-up emdr report. Internal cross reference: complaint pr# (B)(4).